Manufacturer narrative:
There was no free or frozen screen noted. The device had unresponsive esc and act buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The customers states the buttons are not working properly. The customer states the up and down arrows, along with the act button, decides to work on occasion. The patients' blood glucose level at the time of incident was unknown. The customer's blood glucose at the time of call was 250mg/dl. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis. The device is being returned and replaced.